Event description:
The customer reported that the t:slim x2 pump battery was not charging, leading to a shutdown and inability to turn the pump back on. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide any information regarding levels exceeding 500 mg/dl. To resolve the issue, the customer used a non-tandem wall adapter and charging cable, which successfully charged the pump. Technical support advised against using third-party charging supplies but provided a replacement tandem wall adapter and cable via two-day shipping. Additionally, the customer was informed to manually restart cgm sessions and monitor the situation, acknowledging the guidance given.